Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned guide wire was bent with stretched coils at approximately 3-4mm proximal to the tip. Under the stretched coils, the inner twist wire and the core wire were exposed. Those wires were intact. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that the wire tip was assumed to be prolapsed and then trapped by the peripheral lcx artery. The reported perforation was likely occurred upon removal of the guide wire. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that an asahi guide wire was difficult to remove from the anatomy during a pci to treat a moderately calcified 99% stenosis in the lcx #13. The guide wire was advanced with an asahi microcatheter. After successful wire crossing, the wire tip went into the small peripheral branch of the lcx and strong resistance was felt upon wire removal. The microcatheter was then advanced distally to remove the stuck guide wire. After wire removal from the anatomy, vessel perforation was noticed. Heparin control and long balloon inflation were performed to stop bleeding. The pci was resumed after perforation had resolved and completed with reestablished blood flow. The patient was discharged without problem.

Manufacturer narrative:
This follow-up report is being resubmitted, as it was found that the original follow-up MDR report had not been successfully uploaded by cdrh due to data integration failure. The failure to upload to the cdrh database was detected during a retrospective review of two years of MDR reporting records. This follow-up report is to correct the error. Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.